Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 60 mg/dl. Review of the pump data logs by tandem technical support indicated that the bolus was manually requested by the customer; however, while troubleshooting with tandem technical support, the pump delivered a bolus without user interaction. The customer reverted to an alternate method of insulin therapy.